Event description:
It was reported that patient presented in clinic for lead evaluation. It was noted that atrial lead exhibited oversensing noise leading to inappropriate automatic mode switch. The lead noise was reproducible with isometrics. The lead was reprogrammed successfully resolving the issue and will further be monitored. Patient condition was stable.